Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a hyperglycemic event on (B)(6) 2014. The reporter stated that the patient had a blood glucose level of 401 mg/dl with symptoms of atypical thirst. Troubleshooting was not completed at the time of the call. The alleged bg excursion does not meet the criteria for an adverse event. This complaint is being reported because there was an allegation of an unspecified pump malfunction that was unresolved at the time of the call.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the last bolus and the last basal delivery were recorded on 11/16/2014. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No alarms related to the complaint were found in the pump's alarm history. The pump passed a delivery accuracy test and was found to be delivering within the required range and accurately. The initial complaint could not be duplicated. Unrelated to the reporter's allegations, there was damage to the pump case near the upper right corner between the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.